Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump leading to the pump shutting down. The customer's blood glucose level was 549 mg/dl.the customer administered a manual injection to address their bg. The customer reverted to an alternate method insulin therapy.